Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as, ¿bad manipulation¿ and ¿the patient forgot to close the catheter three times¿. The peritonitis was manifested by feeling unwell. Two days after becoming symptomatic, the patient was hospitalized and treated with unspecified antibiotics for peritonitis. Five days after being admitted, the patient was discharged from the hospital. The patient outcome was not reported. The patient will be retrained in the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.